Manufacturer narrative:
(B)(4). Per manufacturer's subsidiary, the sales person confirmed that a flow rate was decreasing from 4.75l to 3.90l. This complaint is related to (B)(4) / medwatch #1828100-2017-00032 and medwatch #1828100-2017-00034 .

Event description:
It was reported that during pre-cardiopulmonary bypass procedure, the flow rate of the pump was decreasing from 4.57l to 3.90l. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss or adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. Per data log analysis, only the pump log was provided. The pump did not log any indication of a problem, no under speed events were logged. The system log would have logged changes in the pump set point but was not provided. Service repair technician (srt) performed functional test and observed pump to operate as intended. The srt replaced the pump pod as the most likely the cause of complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was not able to duplicate the complaint. The pst performed multiple tests and observed no decreasing flow while operating pump at optimal occlusion settings. When pump was extremely over occluded with 1.4 software, loaded pump can randomly decrease the flow rate and produce service pump error messages. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.